Manufacturer narrative:
Corneal transplant would be categorized as a contraindication for treatment in this case, per the laser operator¿s manual. Specifically, the list includes the following contraindication statement: ¿previous corneal incisions that might provide a potential space into which the gas produced by the procedure can escape¿. Thus, the root cause of this event can be attributed to user error. Additional information was requested from the customer but was not able to be obtained. Based on the investigation results, the root cause of the reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Surgeon reported that a bubble migrated to corneal transplant tissue in a patient's eye during laser assisted cataract surgery. Patient previously had a corneal transplant procedure. Gas bubble reportedly migrated due to laser incision. Surgical reintervention was required to fix the incision. Patient is reported doing okay.